Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis indicated that a puncture hole in insulation was most likely created when the stylet escaped the lumen. In addition, puncture hole appeared to be protruded toward the terminal of lead which suggest that damage was most likely from back loading of guidewire.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted as the physician was preloading the wire and it perforated the lead. This lv lead was never in service. No adverse patient effects were reported.